Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump recently alarmed sensor error and lost sensor. The customer's blood glucose reading was 247 mg/dl at the time of incident. The customer also indicated that they were hospitalized with diabetic ketoacidosis a month ago for high blood glucose of 600 mg/dl. Customer declined troubleshooting for the high blood glucose as they have spoken with their doctor about this.